Event description:
It was reported via facility medwatch# report mw5112057 that a shaft break occurred resulting in surgical intervention. The 99% stenosed target lesion with a bend of <45 degrees was located in the non-tortuous and severely calcified anterior tibial vessel of the right leg. A 3.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. After dilatation, the balloon catheter was withdrawn; however, it was discovered that the balloon and part of the catheter where it is mounted to were broken off and remained in the patient's blood vessel. The rest of the catheter and sheaths were removed from the patient's left groin and pressure was held until hemostasis was achieved. The patient was taken to the operating room for surgical removal of fractured catheter and possible bypass surgery. Eventually, the fractured portion was successfully removed by surgical removal. There were no patient complications reported as the patient status was stable post-procedure and was discharged.